Event description:
It was reported that the patient had vns explant surgery on (B)(6) 2013. Per neurosurgeon notes, the reason for removal was listed as "malfunctioned" vns and patient did not want desire for replacement. The patient has been doing well since explant at this time. The explanted products were discarded after surgery. Therefore, analysis is unable to be performed.

Manufacturer narrative:
Analysis of programming history.

Manufacturer narrative:
Age at time of event, corrected data: the initial report inadvertently reported this data incorrectly.

Event description:
Programming history for the patient's generator was reviewed on (B)(6) 2012. The patient's last known settings and diagnostics were from (B)(6) 2012. A battery life calculation on (B)(6) 2012 indicated 6.93 years remaining. Surgery is likely but has not taken place.

Event description:
On (B)(6) 2012, a vns patient reported not feeling stimulation when the device was stimulating. (The patient typically perceived stimulation through voice alteration and vibration/pressure in the left side of the throat.) The failure to perceive stimulation began nine months prior. The patient now felt a random shocking sensation from her collar bone to her jaw bone (left side), not associated with stimulation. The patient reported that she has had issues with syncope and was hospitalized in (B)(6) for the syncope. Her device was not checked at the time of hospitalization. The patient's device was working okay when it was last checked; however, the date of "checking" is unknown. At this time, the patient's device was not at end of service; however, the physician who checked the device thought replacement may eliminate some of her problems. On (B)(6) 2012, the patient's physician reported that this vns patient was experiencing erratic stimulation and a sharp pain that she felts from the left side of her neck to her jaw. The patient felt that the device sometimes stimulated constantly; however, other times, she felt the device didn't stimulate for days. The physician stated that the patient had a vasovagal episode in (B)(6) and that the patient went to the emergency room. The physician stated that she turned the patient's device off three weeks prior. The erratic stimulation and sharp pain were still experienced when the device was off. It was noted that the pain occurred randomly. The patient's device was interrogated and found to be at disabled settings. (Prior to the device being disabled, the device was programmed to an output current of 1 ma). System diagnostics were run with normal results. While the patient's device noted to be disabled per the interrogated settings, the physician stated that she felt the device was failing or that there was high impedance that was causing the patient to experience erratic stimulation. The physician programmed the patient's device to 0.25 ma output current. The physician did not believe that any external factors had contributed to the patient's events and believed there to a more serious issue with the device. The patient had reportedly been to see multiple surgeons for vns explant; however, none would explant the device due to the potential for nerve damage. It was noted that the patient did not know when another vasovagal episode would ensue. On (B)(6) 2012, the patient had another appointment with the physician. A manufacturer's consultant was present. At this time, the device was reported to be functioning properly as system and normal mode diagnostics were both within normal limits. It was clarified that the patient was able to perceive normal stimulation (via voice alteration and vibration/pressure); however, the patient was also feeling erratic stimulation. The patient's device was programmed to an output current of 0.75 ma to perform additional testing to ensure the device was delivering stimulation at the appropriate times. (The testing indicated proper functionality). After the additional testing, the patient was programmed to 0.5 ma output current. It was clarified that the episode of syncope from (B)(6) 2012, occurred during an appointment with the patient's eye doctor. On this occasion, the doctor did not use numbing drops. This made the patient feel very anxious. As a result, the patient passed out and was taken to the hospital. The patient was not admitted. During the time the device was programmed off, the patient did not experience any episodes of syncope. The patient does not have a medical history of syncope. It was stated that vns did help the patient's anxiety. The physician did not know if the syncope was related to vns. No medication changes preceded the events. On (B)(4) 2012, the patient reported that the physician disabled the device as it stopped stimulating for the last three days and the patient began having some vasovagal feelings again. The patient was requesting full revision.

Manufacturer narrative:
.